Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a spinning spiros, closed male luer that reportedly leaked a chemotherapy drug during patient infusion. The tip of the infusion set was disconnected. The patient tried to stop the leakage by their hands, and the patient was exposed to the chemotherapy. The defective device was change out/replaced with no further problems encountered. There was a delay in chemotherapy. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
One used list #ib-ch2000s, spinning spiros¿, closed male luer (lot #unknown), one unknown used infusion set, and one unknown male and female luer connector were received and visually inspected. The spinning spiros was returned disconnected from the mating devices. As received, the spin feature of the spiros was activated and spinning freely. No spline damage or shear tab anomalies were observed. Cold form damage was also identified on the female luer of the spiros. The probable cause is due to mechanical tool damage that occurred during use. The spiros was functionally tested and met product performance specifications. The female luer was measured and met iso standards for luer fittings. The returned unknown male luer connector was found to not be iso compliant. The remaining two male luers on the unknown infusion set also met iso standards for luer fittings. Based on the images provided, the spiros was connected to the proximal male luer above the drip chamber of the infusion set. A series of photographs were provided and evaluated. An spinning spiros ib-ch2000s was shown connected and disconnected to the male luer of an unknown infusion set. No damage or anomalies were clear visible in the photographs. The reported complaint of a disconnection can be confirmed. The probable cause of the disconnection could not be determined. A device history review could not be conducted because no lot number(s) was/were identified.